Event description:
The manufacturer received information alleging a ventilator stopped operating while in patient use. There was no report of patient harm or injury. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's blower motor was replaced to address the issue.

Manufacturer narrative:
Device has been evaluated but the components have not been replaced pending customer approval of estimate.